Event description:
It was reported that during the implant procedure perforation occurred as there was placement difficulty with the lead. It was noted that there were multiple tries with low r-waves. The lead was not used and a new lead was implanted instead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the bent helix could effect helix rotation and/or helix placement. If information is provided in the future, a supplemental report will be issued.

Event description:
Ent.